Manufacturer narrative:
Details of complaint: the customer reported they were getting comm loss at the central nurse's station (cns) for this bedside monitor (bsm). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. The host table for the cns was checked and the device was discharged and re admitted, with no success. Customer verified the network connections and switches in the network closet were in working order. Nk ts initiated and exchange. With the information available, a root cause cannot be determined. The issue was resolved with a replacement unit.

Event description:
The customer reported that they're getting communication loss on this bedside monitor. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they're getting communication loss on this bedside monitor. Technical service (ts) troubleshot the reported problem for a while and apparently everything is connected correctly. The customer will send in the unit for evaluation/repair. The customer requested a unit loaner. There was no patient injury reported. Additional model information: concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): central nurse's station (cns): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that they're getting communication loss on this bedside monitor. There was no patient injury reported.